Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at the time of the incident. The alarm was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 53 alarm noted during testing. However, pump error 53 alarm found in the pump history due to software error. Unit was received with stained/faded serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and scratched case.